Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported to an account manager the phacoemulsification tip broke in the middle of a procedure. Additional information was received from the surgeon who indicated that during the sculpt phase of a cataract removal with an I-sent and intraocular implant procedure of the right eye, the phacoemulsification tip broke off the handpiece. The surgeon made one pass with tip when he noticed something wrong and pulled it out of the eye. There was no harm to the patient. No additional information is expected.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of phaco tip breaking in middle of case; however, the attached customer photo confirms the reported issue of the phaco tip broken. A review of the device history records traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. The report of phaco tip broken is confirmed based on the photo attached to parent complaint. However; because a sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was released to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. The manufacturer internal reference number is: (B)(4).